Event description:
It was reported that the patient presented in the emergency room. The atrial lead was observed to be dislodged. The lead was explanted and replaced. The patient was stable post procedure.